Manufacturer narrative:
Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown proximal femoral nail (pfn)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date, event problem and evaluation codes: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: vaishy, r., agarwal, ak., gupta, n. And vijay, v. (2016), "reversed distal femoral locking plate for failed proximal femoral nail with non-union of proximal femoral fractures," international orthopaedics (sicot), vol. 40(8), pages 1709-1715 (india). The purpose of this study is to present the experience with reversed anatomical distal femoral locking compression plate (df-lcp) for unstable and ununited proximal femur fracture following a failed proximal femoral nail (pfn). A total of 12 patients (7 male and 5 female) with a mean age of 64.6 years (range, 37-85 years) were included in the study. All 12 cases had established nonunion of their fractures with implant failure (loosening, breakage, screw cutout) of unknown synthes proximal femoral nail (pfn). In all patients fracture fragments were first freshened and then fixed with a reversed unknown synthes distal femoral-locking compression plate (df-lcp). The average duration of follow-up was 13 months and 41 days (range, 12-23 months). The following complications were reported as follows under study group: a (B)(6) male had wound dehiscence and minor surgical-site infection, which was managed successfully by wound debridement and secondary suturing. A (B)(6) male had nail breakage. A (B)(6) female had nail breakage. A (B)(6) male had nail breakage. This report is for (B)(6) male who had nail breakage. This report is for an unknown proximal femoral nail (pfn). This is report 3 of 5 for (B)(4).